Event description:
Surgeon showed an x-ray, date unknown, of a pt implanted, approximately (B)(6) 2011 during a tlif procedure: the x-ray showed the left side of pt was implanted with local bone and was fused, the right side was implanted with chronos strip and bmp and was not fused. Surgeon noted: the chronos strip is not showing up on the x-ray, the pt is asymptomatic and doing well. Surgeon also noted he will monitor the pt.

Manufacturer narrative:
Implanted approximately (B)(6) 2011. The investigation could not be completed, no conclusion could be drawn as no product was returned.